Event description:
It was reported that patient had not charged her implantable neurostimulator (ins) since 4 months prior. An overdischarge was confirmed. She had been very ill and was in the intensive care unit (ICU) for a long period of time. She was not using it or able to recharge during this time. Her recharge history was very questionable. If sounded as if it had been completely empty on multiple occasions and in overdischarge more than once. However, she was a poor historian and seemed consumed about what she was telling the manufacturing representative. The ins had been helping her pain and she wanted it back on again. Her symptoms consisted of a return of her usual pain. However, she was not able to deal with recharging on a regular basis and was not willing to spend the time attempting a trickle charge on the day of the report. The patient was unlikely to be able to main the battery, and the healthcare provider (hcp) did not think they should have spent time trickle charging. No diagnostic testing could be done. The battery could not be interrogated. The manufacturing representative was able to use the antenna locator, but it would not trigger a normal charging session. The patient was going to schedule for a replacement with a non-rechargeable ins in the near future. A date had not been set yet at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted

Event description:
Additional information received reported that a replacement was scheduled for (B)(6). The patient had her battery replaced and was doing very well. She was loving her implantable neurostimulator (ins).

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).